Manufacturer narrative:
Physio-control failure analysis center further evaluated the therapy pcb assembly and observed that a relay, k1, on the therapy pcb assembly was not mechanically closing which resulted in the device to not provide defibrillation energy. The cause of the reported issue has been determined to be due to an open relay, k1.

Event description:
A third-party service agent contacted physio-control to report that their customer's device would charge for defibrillation however the device would not provide defibrillation energy during inspection. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and verified the reported issue. The therapy pcb assembly was replaced after which proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that their customer's device would charge for defibrillation however the device would not provide defibrillation energy during inspection. There was no patient use associated with the reported event.